Event description:
The manufacturer received information alleging a ventilator was alarming for "service required" related to the internal battery and a board failure . There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.